Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal therapy. It was reported that the patient had a 20 ml pump, and the hcp had only been able to get approximately 15 ml in it for the past 2 years or so (from (B)(6) 2016).